Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation not yet complete. This device was used for treatment.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:during implant removal surgery for a healed femur on an unknown date, 2 of the 4 dls screws in the proximal part and 1 of the 5 standard locking screws in the distal part of the lcp distal femur plate were found to be broken. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that they were unable to identify any material defects based on our inspections/testing. The reason for the discolouration of an intact locking screw as weil as the damage to the press fit of the two broken dynamic locking screws could not be determined with accuracy. The presented locking screw (ls) was presumably partly fatigued following the failure of the two dynamic locking screws, and no longer able to bear the load during subsequent explantation, hence breaking completely. This is strongly implicated by partial fatigue as weil as the large ductile residual fracture with sections of counter-clockwise twisted honeycombs. The dynamic locking screws submitted were presumably fatigued as a result of cyclic overloading. The discernable fracture progression lines of the shorter dynamic locking screw (dls2), the rest lines of the ion ger dynamic locking screw (dls1), the fine fatigue lines and secondary cracks across the entire visible fracture surface of both screws are a clear sign of a fatigue crack under cyclic overload. The macroscopic fracture progression lines and the large secondary cracks of the longer dynamic locking pin (dls1) indicate that, with respect to image no. 45, the screw was fatigued from the left upper quadrant and then failed in the lower right quadrant with a residual fracture. The macroscopic rest lines and the topography of the fracture face of the shorter dynamic locking pin (dls2) indicate that, with respect to image no. 60, the screw was fatigued from both the top and bottom sides and then failed in the centre right with a residual fracture. Neither the arrangement of the macroscopic rest lines and fracture progress lines nor the topography of the fracture face permit a definite conclusion as to whether the detected pores are connected to the fracture of the pins. Virtually the entire fracture face of both pins demonstrates fatigue lines, the cause of which cannot be determined accurately. The cause of fracture cannot be determined definitely. Device was used for treatment, not diagnosis.